Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The pump was received with case cracked behind the pump near the battery compartment and cracked battery tube threads.

Event description:
Customer reported via phone call that the back of the insulin pump had crack. Customer's blood glucose level was unknown at the time of incident. Customer stated that their was no physical damage to reservoir lip ring. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.